Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump errors. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for alarms and customer was able to clear the alarm. Customer was assisted with self-test and test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No the motor arm cannot communicate with the main arm noted. Hardware low level failures error confirmed in the device history due to broken traces on keypad assembly.